Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that a patient presented at the hospital with ¿seizure type activity¿ and was mumbling. It was stated that the assumption was the patient was having a stroke at the time of admittance. It was reported that the patient was unable to verbally communicate to MRI staff. It was reported that the patient an MRI scan was performed on (B)(6) 2014 for 8 minutes until it was realized that the patient had a neurostimulator. The 8 minutes consisted of 3 pulse sequences, 30 sec localizers, dwi and t1 aspect, after which it was changed to t/r head coil and the scan was completed. It was reported that the patient was moving around a lot during the scan and it was stated that they were ¿unsure if this was related to symptoms the patient presented with or if this was caused by any shocking/jolting from the device during the scan.¿ it was stated that the patient¿s implant location was unknown. It was noted that a manufacturer¿s representative was paged to check the status of the device as it was unknown whether the device was functioning. It was stated that the tech did not confirm the patient¿s device type prior to the scan.

Event description:
It was further stated by the manager of the MRI unit that a company representative had checked the stimulator and stated it was inactive. The name was not recorded and no managing physicians name was documented.